Manufacturer narrative:
Concomitant medical products: product ID: bi71000159, serial/lot #: none. Product ID: bi71000503, serial/lot #: none. A representative went to the site to preform a system check out. It was noted that they were unable to reproduce the issues. The door opens and closes as expected. They did find that the inner covers were damaged and requested that they be replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside or a procedure. It was reported that the site is having intermittent issues where it is unable to open the gantry. No patient present probable cause was noted that the site was not hitting the open and close button on the pendant hard enough.